Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had failed a recent user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would give an "abnormal energy delivery" message when attempting to shock, and that no energy was delivered according to the defibrillation analyzer.